Manufacturer narrative:
(B)(6). The lot was manufactured between july 29, 2017 ¿ july 31, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. After the device was connected to the patient, it was discovered that device would not infuse the desired medication. The device was filled with tazocin 13500mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.